Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that one day post implant, this cardiac resynchronization therapy defibrillator (crt-d) detected oversensing of the right atrial (ra) lead. Right ventricular (rv) lead pacing was 1% and left ventricular (lv) lead pacing was 78% with good thresholds on both of these leads. There was suspicion that the lv lead was oversensing atrial activity and that the rv lead was sensing something early. The device was trigger pacing and smart delay could not be run due to the patient's premature atrial contractions. No other adverse patient effects were reported. The patient was scheduled for an x-ray. Resolution was requested from the field. It was later reported that this patient was not dependent. The atrial lead had dislodged and was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.